Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump had a keypad anomaly. The customer¿s blood glucose was 135 mg/dl at the time of incident. Customer stated that the insulin pump continued to make sound and the buttons were unresponsive. Customer stated that the insulin pump was disconnected before swimming. Keypad anomaly troubleshooting was performed and confirmed that time is advancing. The customer was advised to discontinue use of pump and revert to back-up plan. The insulin pump is being replaced and is expected to return for analysis.

Manufacturer narrative:
Findings: no frozen screen, audio/beep anomaly or button error alarm noted. Unit time/clock moved. Unit had intermittent buttons response due to flattened (creased) escape and act buttons dome switch. No unlocked lcd keypad connector noted. Unit had minor scratched lcd window, cracked lcd window, cracked battery tube threads, cracked reservoir tube lip, cracked case at display window corners and stained end cap sticker.